Event description:
Allegations of one or more of the following, severe capsular contraction, dyspepsia, gi discomfort, gastritis, nocturnal reflex symptoms, burning and shooting pains at the site of the breast implant, constant fatigue and extreme exhaustion and joint pain.